Event description:
Responding to cvvh arterial air alarm, air was noted in the arterial cvvh line. Cvvh was stopped, lines secured, and pt was disconnected from machine. Arterial port of catheter noted to pull air when aspirated. Line removed without incident.